Manufacturer narrative:
Initial

Event description:
It was reported that a connector in the ilet broke during a supply change, and the user, with guidance, fragmented the plastic to remove the broken piece and complete the change. No adverse clinical symptoms or injury. Outcomes included no reported impact on health and no alerts or alarms. Investigation included troubleshooting and user education performed by the support agent. Investigation of this case revealed a cracked or broken connector component that was cleared by the user, allowing continuation of therapy. It was concluded, based on previously established findings for similar reports, that the cause was user handling during supply change.